Event description:
User alleges they noticed water around the top of the machine and the tank was discolored. As user was emptying the tank, they noticed there was blood inside tank; user alleges this was from previous procedure. User alleges that the unit had alarmed over-temperature.